Event description:
It was reported that during a robotic laparoscopic transabdominal preperitoneal approach(tapp) procedure, using the bipolar maryland forceps (bmf), the operator found that the cable was not in the correct position and a plastic piece fell apart from the instrument and fell into patient cavity and retrieved. A new bmf was used to continue the surgery. There was no patient injury.

Manufacturer narrative:
Product analysis#: 839820432: this report is based on information provided by the complaint tracking system. The product sample was not returned to the product analysis lab; however, a picture/video was provided by the customer for analysis. Visual inspection: a visual inspection of the returned picture(s) noted: an image of bipolar maryland forceps with the blue energy cable protruding out. The instrument also has a part of the white plastic pulley portion broken off as well. Based on the evidence available, the reported condition of broken instrument was confirmed. Corrective action has been issued for the related failure (B)(4). The most likely cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. Pulley fractures are caused by high cyclic forces from the idu motors combined with a thin plastic wall in the pulley. Log analysis will be performed to provide further analysis of this reported event. Product analysis#: 839820438: this report is based on information provided by the device logs. Logs indicate that bipolar maryland forceps (B)(6) was connected to aca2 (B)(6). Instrument had use time of 518 minutes and use count of 5. Notcode-62 was triggered and this error is associated with instance of a difference in commanded and actual jaw angles. This is most likely due to instabilities within the instrument controller or aggregated movements during a procedure. Notcode-62 is a subsystem inoperable error and it blocks the movement of the system and puts out an error message stating:"danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume." Logs are unable to confirm failures of the instrument cable breaks. Based on the evidence available, the reported events are not confirmed. However, the film/image product analysis confirms the reported conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.